Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Event description:
The customer reported that item 6541-2-807 was returned from sterilisation damaged and that the green handle has reportedly disintegrated. It did not lead to an issue during surgery.

Manufacturer narrative:
An event regarding santoprene damage involving a tibial augment handle was reported. Conclusion: visual inspection showed the device handle was discolored and degraded. The device was discovered during inspection. There was no surgical procedure associated with the reported event. This event meets the definition of preventive maintenance. No further investigation is required at this time.

Event description:
The customer reported that item (B)(4) was returned from sterilisation damaged and that the green handle has reportedly disintegrated. It did not lead to an issue during surgery.